Event description:
Procedure performed: ni. Event description: the bit of the equipment broken and fell of when the camera just put through, outside patient. No other information was provided. Additional information was provided by [applied medical representative] via email on 23-jun-2026: "I was passed on the compliant from the customer service team yesterday, they fwd me the email from (B)(6) and the complaint was attached. As you can see on the attached complaint (B)(6) filled out the form and I have entered all the information within. (B)(6) sent the complaint to customer service so I put her email address as she may be able to provide more detail. I don't have any other information for you on this case. ¿ hospital contact name is provided as [hospital personnel], however email mentioned [hospital personnel]. Can you confirm contact name as [hospital personnel or [hospital personnel]? Is so, the correct email. Explained above ¿ can you also confirm the phone number of the contact if possible? Not provided ¿ name of the procedure being performed? Not provided ¿ you mentioned reason for disposal of the device as unsure. Can you please confirm if the broken piece or the device itself is available for return? Not provided so I put unsure. ¿ provide any information that might impact the investigation? Not provided but its states it was outside the body, seems no further impact as it would have been mentioned. ¿ was there a clinical impact to the patient as a result of the event? Not provided but its states it was outside the body, seems no further impact as it would have been mentioned. I would assume they opened a new trocar and pressed on. ¿ how did the user resolve the situation? I assume opened another trocar ¿ what other instruments were used when the complaint event occurred? Not provided. I transcribed exactly what [hospital personnel] wrote, which wasn't the best grammaticality as I wanted to stick to the facts given, I wasn't present and it's been passed to [hospital personnel], then customer service, then me. My experience with these complaints from the field is that if there were issues, (minor or serious in nature) they would be captured on the hospital complaint form. We can assume it was a simple broken trocar they opened a new one and pressed on with the case without issue to patient, timing, procedure, or surgeon and they are merely following procedure. Patient status: no impact on patient.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.